Event description:
It was reported by service report that the foot end down button was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Bed would not calibrate.